Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station showed failed storage space. Customer tried to recover the failed drawer, but it still indicated that maintenance was required. Station was shut down by unplugging the power cord from the back of the station, and it was left off for 2-5 minutes, power plug was reconnected and the station was turned on, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the storage space had failed. The field service engineer (fse) worked with the customer to resolve the update-related issues affecting the drawers. This specific station was resolved remotely, and the customer tested the functionality successfully. The system functioned as intended after the field service engineer troubleshot the device.